Event description:
It was reported that the unit was turning off intermittently. It was further reported that the unit had turned off at the end of a case but did not cause any delay or harm to the pt.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.